Event description:
Reporter noted insufficient aspiration in memory 2. Changed cassettes and still didn't sound right or aspirate well. Changed unit to complete case. No pt injury reported. Suspect power surges at facility, since all other electrical operating room equipment has been problematic.